Event description:
Pt developed fluid collection surrounding left lower quadrant pump. The fluid was identified as cerebrospingal fluid. The catheter connected to pump was found to have a break in continuity.